Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a problem in which drawer 5 consistently failed to close and was difficult to open upon recovery. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the pyxis system was not detecting drawer 5. A field service engineer (fse) reported that unplugging the station and rebooting it did not resolve the issue. The fse replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.